Event description:
It was reported that the insulin pump had an error alarm during the manual prime. It was noted that the insulin pump turned off. It was also mentioned that the customer had disconnected from the insulin pump because they believe the insulin pump may have given the customer too much insulin as the customer had low blood glucose readings. Mother stated that the customer's blood glucose readings went from 11 mmol/l to 2 mmol/l. Customer has treated with manual injections. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.